Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: unk baseplate cat#unk, lot#unk. Unk head cat#unk, lot#unk. Unk stem cat#unk, lot#unk. Visual examination of representative photos within the journal article show heavy bearing wear and implant debris. Part and lot identification are necessary for review of device history records, neither were provided. It was indicated that in 3 cases zimmer tm stems were used with djo encore glenospheres. These are not cleared for use together. It was indicated that in 3 cases zimmer tm stems were used with djo encore glenospheres. This represents off-label use. However, it is unknown if this caused of contributed to the reported events. As such, a definitive root cause cannot be determined. Bearing wear was confirmed through representative photos and x-rays. However all patient impacts and loosening cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Fisher b, astolfi m, deslaurier j, childers k, lee jy, samani m, declercq m, wiater jm, polyethylene wear: an under-reported cause of failed shoulder arthroplasty, jses international (2025), doi: https://doi.org/10.1016/j.jseint.2025.04.002.

Event description:
In a journal article studying polyethylene wear: it was reported that patients in the rtsa group presented with symptoms of poly wear such as pain, weakness, stiffness/reduced rom, instability, humeral sclerosis, and loosening of the glenosphere. In addition, all patients presented radiographically with at least 1 zone of humeral and/or glenosphere osteolysis. Of the 21 patients in the rtsa group, 14 patients were revised. During revision, all were found with poly wear debris with chronic inflammation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11 h1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.